Event description:
"Leak discovered in baxter interlink minivolume extension tubing." No additional information was available.

Manufacturer narrative:
Review of the complaint history reveals similar reports have been received for this product, 1c8290, for the reported issue.